Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level s on unknown date. Customer¿s blood glucose level was 288 mg/dl. Customer stated they were in hospital and got out and things were going well until last night went bed and got up and and was showing no active insulin. Customer stated they took bolus last night but not today. Customer was bolused as they had not taken bolus this morning and was able to go through successfully. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.